Event description:
It was reported that the patient experienced a wound infection. On (B)(6) 2014, examination/palpation revealed that the right abdominal pump pocket had a small amount of swelling. On the same date, wearing of the abdominal binder was initiated and wound care education was reinforced with the patient. On (B)(6) 2014, a culture was positive for a small amount of staphylococcus coagulase-negative. The culture was negative for cerebrospinal fluid (csf). On the same date, the patient was started on oral clindamycin 300mg, four times per day for seven days. A week later, examination/palpation revealed that the pump pocket incision was worsening with erythema and edema. On the same date, the patient was admitted to the hospital for intravenous (IV) antibiotic therapy. The patient was given IV vancomycin 1g twice per day. The following day, the vancomycin was increased to three times per day. On (B)(6) 2014, examination/palpation revealed that the right abdominal wound had noted improvement. On the same date, the patient was discharged to home with oral clindamycin 300mg 4 times per day for ten days. Four days later, the clindamycin was discontinued because the patient complained of a rash. On the same date, the patient was started on rifampin 150mg three times per day for ten days. On (B)(6) 2014-05-01, ex amination/palpation revealed that the patient denied a rash. At this time, the patient still had some erythema to her right abdominal pump pocket. The incision was well healed and there did not appear to be any fluctuance or fluid to the pocket. On the same date, the rifampin was continued. The event was indicated to be related to the implant procedure. At the time of this report, the event was noted to be ongoing. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8711, lot# n132174004, implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was further reported that on (B)(6), 2014 the intervention, stopping the antibiotics occurred. Upon examination/palpation, on (B)(6), 2014, it was noted that the pump site looked great and the patient had responded well to the antibiotics. The patient¿s outcome was reported as resolved without sequelae as of (B)(6), 2014.